Event description:
Postoperative diagnosis: patient had three previous failed two-stage exchanges for infection. Subject underwent another revision surgery in which all components placed during surgery on (B)(6) 2014 were replaced.

Manufacturer narrative:
An event regarding infection involving a mrh insert was reported. The event was not confirmed. Method and results: device evaluation and results: visual, dimensional, and functional inspections were not performed as product was not returned. Medical records received and evaluation: not performed as medical records were not provided. Device history review: indicated all devices accepted into final stock met specifications. Complaint history review: there have been no other events for the lot or sterile lot referenced conclusions: the exact root cause of this patient's fourth revision due to infection could not be determined due to insufficient provision of information. Further information such as: return of reported devices; x-rays; operative reports as well as patient history, follow up notes and pathology reports are needed to complete the investigation to determine root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control.

Event description:
Postoperative diagnosis: patient had three previous failed two-stage exchanges for infection. Subject underwent another revision surgery in which all components placed during surgery on (B)(6) 2014 were replaced.

Manufacturer narrative:
The following other devices were also listed in this report: mrh tib rot comp xs-xl; cat# 6481-2-100; lot# 62413; mrhk tibial sleeve; cat# 6481-2-140; lot# ldt187; mrhk bumper insert 3 degrees; cat# 6481-2-133; lot# ldw763. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Further information has not been made available. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation.